Manufacturer narrative:
The patient is (B)(6). An event regarding loosening involving a tritanium shell was reported. The event was not confirmed. Device history review indicated the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other similar events reported for this manufacturing lot. The investigation concluded that the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes and the return of the devices are needed to complete the investigation. It also concluded that there is no indication the event is related to a manufacturing issue.

Event description:
Patient fell and cup became loose. We removed cup and implanted a cage with cemented liner because of posterior acetabulum bone loss.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to the pathology and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
Patient fell and cup became loose. We removed cup and implanted a cage with cemented liner because of posterior acetabulum bone loss.